Manufacturer narrative:
Batch review performed on 31 july 2024. Lot 184275: (B)(4) items manufactured and released on 25-sep-2018. Expiration date: 2023-09-20. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 5 years 3 months after the primary, the patient came in reporting pain, due to a loose moto femoral component. The surgeon revised the moto knee to a total knee and the surgery was completed successfully.